Manufacturer narrative:
Investigation summary: complaints with higher priority were addressed first based on volume and aging. This complaint does not require further investigation as it meets the (B)(4) justification. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited a system fault. The event occurred during testing, there was no patient involvement.

Manufacturer narrative:
E1: phone (B)(6) ext. (B)(6). H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.